Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. Reportedly, the lead was originally placed poorly due to scarring. Additionally, physician's opinion is the lead might be impinging a nerve. As a result, patient underwent surgical intervention wherein the lead was explanted and replaced with a new lead with better repositioning. Post operatively patient had effective therapy.

Manufacturer narrative:
Corrected codes for result and conclusion code. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.